Event description:
It is reported that a patient who had an integrity bare metal stent and an endeavor drug eluting stent implanted in 2012 is experiencing a skin reaction. Since 1-2 months after the procedure, the patient has been suffering with a skin rash with itchy papules and eczematous patches. Extensive blood work has been carried out with no issues noted. A standard allergen patch test has also been carried out with negative results. The patient has also been taken off their medication for several months with no effect. The rash has been recalcitrant to many medications. The patient's physician has requested stent samples in order to carry out patch testing with stent material to determine if the rash is related to the stents.

Manufacturer narrative:
Evaluation, results: (no root cause identified); inherent risk of procedure (allergic reaction); no results available since no evaluation performed (no device received for evaluation). Conclusions: unable to confirm complaint (no device received for evaluation); (no root cause identified). (B)(4).